Event description:
It was reported that during use with insyte¿ autoguard¿ shielded IV catheter the needle failed to retract. There was no report of patient or user impact. The following information was provided by the initial reporter: it was reported by the customer "it was just reported to me that we have another event that occurred at our .... Location".

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with insyte¿ autoguard¿ shielded IV catheter the needle failed to retract. There was no report of patient or user impact. The following information was provided by the initial reporter: it was reported by the customer "it was just reported to me that we have another event that occurred at our location."